Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse reviewed the system logs and identified that the host pc did not connect to hospital network. The fse suspected that the hub in m-cabinet had power jam. To resolve the reported issue, the fse system was powered off and on again. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.